Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly had a mismatch between the guidewire and syringe when they were preparing. It was further reported that the guidewire cannot advance or withdraw, stretching and even disconnecting when pulled hard. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly had a mismatch between the guidewire and syringe when they were preparing. It was further reported that the guidewire cannot advance or withdraw, stretching and even disconnecting when pulled hard. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic video was provided for review. The video shows an hcp holding a needle connected to a guidewire with hoop. The proximal end of the guidewire is noted to be completely broken and separated, and the j-tip is noted to be stretched. Therefore, the investigation is confirmed for the reported fracture, material separation, stretched and identified improper procedure issues. However the investigation is inconclusive for the reported failure to advance and difficult to remove issues as no objective evidence was provided for review. A definitive root cause could not be determined for the reported fracture, material separation, stretched, failure to advance and difficult to remove issues based upon the provided information. The root cause for the reported improper procedure is determined to be user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.